Event description:
Upon rptr's saline breast implantation surgery in 1977, she has developed a plethora of symptoms: chronic fatigue and muscle pains, funguses, internal organ inflammation, swelling of entire body including head, electric shock pains throughout entire body as well as brain, fever, flu-like symptoms, chronic trigeminal headaches, and blue tongue. In 1992, rptr was diagnosed with vasculitis in the brain, ms, and a cerebral arterial aneurysm. Physicians were amazed to see rptr's simultaneous hardening of her left breast, and trigeminal headache, blue tongue, as well as the unbearable burning skin rashes all over rptr's body including her scalp. Neither rptr, nor her drs suspected any correlation between breast implants and rptr's chronic illness present. Breast implant and tissue study revealed an extensive presence of fungal colonies visual to the naked eye, extremely dangerous toxic substances, as well as giant silicone cells crystalized in rptr's breast tissue. The silicone shell of implant was noted to be completely disintegrated. Dr told rptr of the high possibility of developing other aneurysms in the future at any time. A leading pthologist, and expert, currently specializing in breast implant pathology, has selected rptr as a prospective case-study for saline breast implant pathology. Ironically, she has not been able to find one rheumatologist (lawyers say a victim needs four), who would be willing to make a positive connection between her fatal illness and saline implants, although rptr's former attorney's expert has immediately stated that rptr has "silicone symptoms".s